Event description:
It was reported that prior to a da vinci prostectomy procedure the customer experienced a system error "2" fault. The hospital opted to not use the da vinci s surgical system to perform the planned surgery. No surgical tasks were performed with the system. No pt harm was reported. The access ports had been created and the procedure was converted to traditional open surgical techniques to successfully finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field service engineering indicated the pt cart controller (pcc) had malfunctioned. The system was repaired by replacing the affected pcc. No related complaints have been reported from this account as of june, 20, 2007.